Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were recovering within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the vacuum and compressor pump tuning (cdp), cdev2, and duck bill 2400 check valve. The cse also observed that the dryer cup on the instrument was overflowing and predicted that it flooded the vacuum. Quality controls recovered within acceptable ranges after service was performed. The cause of the discordant, falsely elevated albumin bcp (albp) result is unknown. The device is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated albumin bcp (albp) result was obtained on a patient sample on an advia chemistry xpt instrument. The falsely elevated result was not reported to the physician. The sample was repeated on the same instrument. The repeat result was lower than the discordant result. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated albp result.